Event description:
It was reported to medtronic minimed that the customer reported the pump error 4 (the motor arm cannot communicate with the main arm) alarm and the pump error 53 (software error detected) alarm. Also, the customer reported the sensor ending every 5 minutes. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed, and the customer was able to clear the error and successfully complete fill cannula delivery test. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 53 alarm or pump error 4 alarm was noted during testing. However, pump error 53 was found on 12/21/2025 08:08:00.000. Line=11226 file=145. Per software engineering log investigation, pump error 53 is a possible software issue. Pump error 4 was also found on 12/21/2025 16:32:06.000. Line=2689 file=32122. Per software engineering log investigation, pump error 4 is a main processor communication alarm. Due to both alarms noted, isolate to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 53 and pump error 4 were confirmed when both alarms were noted during download history review. Problem was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.